Manufacturer narrative:
No device associated with this report was received for examination. Another report is found against the reported pfc*sigma c/r npor fem lt sz 4 (product code 960004, lot number 277968) and pfc*sigma/ov/dome pat 3peg,38 (product code 960102, lot number 278428). It is recognized however that it involves this same patient and same individual device. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Patient was revised to address pain, osteolysis and femoral loosening at the cement/implant interface. The cement manufacturer is unknown. Clinical der was also received and states femoral loosening and osteolysis.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 12/14/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis, poly wear, femoral component loosening (cement-implant interface), tibial component loosening (cement-implant interface), patella loosening (unknown interface), and patella baja. The cement manufacturer is still unknown. The tibial tray is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 11/18/2016: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision.